Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump speaker was not working due to no audio. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was received from the reporter that the original reported "speaker not working" was clarified as "audio was absent". Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported speakers not working with absent audio, which was reproduced during evaluation. The cause was determined to be a failing speaker. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.